Event description:
Physician was attempting to treat a lesion in the subclavian artery using two scuba stenting devices. It was reported that the stents of the two devices were dislodged when they entered cook6f. The stents dislodged proximally in the guide catheter. There was no injury to patient. The patient is good. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary)¿

Manufacturer narrative:
Failure to follow instructions (scuba instruction for use listed introducer sheath to be used and when resistance is felt to pull back entire system to prevent stent dislodgement).

Event description:
Evaluation summary: the stent was dislodged from the distal marker to the proximal marker about 12 mm. No traces of blood or radio opaque solution were detected on the shaft. No other abnormalities were detected on the shaft. The crossing profile was measured using a microscope on the proximal end and was in tolerance. Balloon was analyzed using a microscope, and the heat setting marks were clearly recognized close to the markerbands. On the surface of the balloon, crimping marks of the stent were identified.

Manufacturer narrative:
Results: based on the information available no root cause can be determined; no results available since no evaluation was performed (evaluation in progress). Conclusion: unable to confirm complaint (evaluation in progress); conclusion not yet available - evaluation in progress; based on the information available no root cause can be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.